Manufacturer narrative:
Follow-up #3: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of battery compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #4 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of battery compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 120 allegations of a malfunction, 74 pumps were returned to animas and investigated. Of the investigated pumps, 51 were found to be malfunctioning due to damage to the battery compartment or the battery cap. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 120 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery compartment and battery cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-73 years of age and between 17 and 280 pounds. Of the reported patients, 48 were male, 72 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 1 instances of battery compartment and cap failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #1 04/21/2017 in q1 2017 there were 8 additional instances of battery compartment and cap failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there were 4 instances of battery compartment and cap failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #5: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 1 instances of battery compartment and cap failure found during investigation. This report is processed under exemption number e2105053. This MDR report is part of the 227 pilot program.